Manufacturer narrative:
Additional narrative: event date reported as (B)(6) 2016; however, it is unknown if that is the date the device broke or the date the device was discovered broken. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Part 255.934, lot 2771208: manufacturing site: (B)(4). Manufacturing date: august 18, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the nail was broken a year after implantation. The device was implanted initially on (B)(6) 2015. On (B)(6) 2016 a revision procedure was performed to correct the nail diameter. It was also noted that the fracture had not healed after a year. The provided x-rays were reviewed by the manufacturer and it was noted the nail breakage could be confirmed, but no comment could be made about the fracture not healing. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable, but the device was broken. The position of fracture is in the middle of the nail with the distal and proximal holes showing strong signs of damage. A review of the device history records was performed for the affected lot with no abnormalities or deviations detected. All dimensions relevant to the function of the product were measured and found to fulfill specifications. The raw material certificates were checked to confirm that all used raw materials fulfilled the specifications. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: upon visual inspection of the complaint device, it can be seen that the laser etching is readable. Further, the nail is broken, as shown in the x-rays and mentioned in the complaint description. The position of fracture is in the middle of the nail with the distal and proximal holes showing strong damages. There is no specific information as to how the incident happened. Therefore, the manufacturer was not able to determine the exact root cause of this occurrence. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.